Event description:
During the initial procedure on (B)(6) 2010, an isolator synergy electrosurgical cutting and coagulation device was used. After the first clamp ablation, the left curve jaw did not align when clamped after the first use. This was not reported to atricure and we became aware of this incident through correspondence from FDA. There was no patient or user consequence.

Manufacturer narrative:
(B)(4): the hospital was contacted to return the device for evaluation, but the device has not yet been received and no further responses for the hospital has been received. Information of this event was reported to the company by a user facility. No further information has been provided at this time by the account. This report was generated in response to an FDA inquiry where the user facility sent a 3500a form to the FDA. Atricure does not believe this issue warrants an MDR. Device not returned for evaluation, another oll2 from a similar lot # was evaluated and performance met specifications.